Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the tined lead with (va0tdh6) revealed distal end stretched and electrode # 1 distal end insulation was torn under.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported during a procedure, health care provider inserted lead into lead introducer to the first white marker. As lead was advanced before getting to second white marker, lead was not tracking in desired direction so health care provider attempted to withdraw lead to redirect lead and as he did the lead frayed. Lead never reached second white market and tines never deployed. It was also mentioned that the electrodes that frayed. Lead was not implanted. Patient status was reported as ¿alive - no injury.¿ it was later reported 5 days later that patient was doing well. The patient was getting at least the minimum expected of 50% improvement of symptoms during stage 1 trial. Lead has not been returned yet. A follow-up report will be sent if additional information becomes available.